Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined that upon initial inspection, the rpms could not be checked as the lever was not attached and was damaged. Once the hinge base was replaced, the rpms were found to be under specification. The switch mount, lever base, switch, and motor were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the unit had pieces that fell off. There was no reported patient involvement, harm, or delay. Due diligence is complete. No further information is available at this time. Upon evaluation, it was discovered that the device had inconsistent speed.